Manufacturer narrative:
There were multiple medical device types and 510k¿s reported to be involved. The information for the additional info is as follows: medical device type: fmf common device name: piston syringe. PMA / 510(k)#: k980987. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod was broken on the bd safetyglide¿ shielding hypodermic needle. There was no report of patient impact. The following information was provided by the initial reporter: ¿syringe plunger does not have plunger top for finger to push vaccine in with plunger.

Event description:
It was reported that the plunger rod was broken on the bd safetyglide¿ shielding hypodermic needle. There was no report of patient impact. The following information was provided by the initial reporter: syringe plunger does not have plunger top for finger to push vaccine in with plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-mar-2022. Investigation summary: one photo and one sample of a 3ml luer-lock syringe with open package from batch 9283342 were received. Through visual inspection, it was observed that thumbrest is missing as it is completely broken off from plunger. The condition observed is non-conforming per product specification. Potential root cause for the broken thumbrest defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 9283342 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number 9283342 that could have contributed to the reported defect.